Event description:
It was reported that customer was hospitalized with blood glucose of 250 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time. Diabetic care manager reported that customer's house was destroyed in a tornado and transmitter and sensor were lost; customer also ran out of insulin and had to be hospitalized. Customer was wearing insulin pump at the time of hospitalization. Transmitter and sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.